Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain.') In a 42-year-old female patient who had essure inserted. The patient's medical history included menorrhagia. On an unknown date, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy. Bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: insertion details:- essure procedure done under direct hysteroscopic visualization , saline was used as direct distension medium , tubal ostia visualized on both sides and essure device placed each one. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: upon internal review it was found that this case ((B)(4)) was duplicate of this case therefore this case ((B)(4)) was marked for deletion.nullification reason: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain.') In a (B)(6) year-old female patient who had essure inserted. The patient's medical history included menorrhagia. On an unknown date, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy. Bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: insertion details: essure procedure done under direct hysteroscopic visualization, saline was used as direct distension medium, tubal ostia visualized on both sides and essure device placed each one. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jul-2020: medical record received - event adverse event nos was updated with new event pelvic pain. Case was medically confirmed. Reporter information and medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.